Event description:
Title: acquired nonmalignant tracheoesophageal fistula: changing causes and surgical methods over 40 years. The aim of the study was to assess changes in causes, surgical treatments, and outcomes of acquired non-malignant tracheoesophageal fistula (anm-tef) over 40 years of experience that included 90 consecutive patients who underwent surgical anm-tef repair at our institution between 1981 and 2022. Comparing the 48 patients managed in 1981¿2007 to the 42 patients managed in 2008¿2022. Vicryl (2-0,3-0,4-0; eth) were used to repair two-layer esophageal, stitching of the cartilaginous trachea, and repaired the tracheal defect. 4-0 polydioxanone (eth) was used in reconstructing the trachea. Reported complications: vicryl (2-0,3-0,4-0; eth). 4-0 polydioxanone (eth). Impaired swallowing (n=13). Treatment: not reported. Laryngeal-nerve palsy (n=20). Treatment: not reported. Pneumonia (n=17). Treatment: not reported. Anastomotic leakage (n=8). Treatment: not reported. Wound infection (n=16). Treatment: not reported. Fistula recurrence (n=12). Treatment: not reported. In conclusion, laryngeal and esophageal surgery has superseded intubation as the main cause of anm-tef. Despite the worse local tissue damage, outcomes remain unchanged, thanks to new surgical techniques including fasciocutaneous flap reconstruction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ann surg. 2025 mar 6. Https://doi.org/10.1097/sla.0000000000006689. Epub ahead of print. Pmid: 40047082.